Event description:
A customer reported that while using an ophthalmic operating system had camera/chamber instability. Details related to patient harm have not been reported. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Service history was reviewed for the system. There was no service record ¿relevant to the reported event¿ found. However, the system was last serviced prior to the reported event per service record (sr). The system was found to meet all cosmetic and performance standards, at that time. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. A relevant complaint was found as part of this investigation and was deemed to be inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodical monitoring for evidence of adverse trends and take further action as appropriate. The manufacturer internal reference number is: 2026-14050